Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's right ventricular (rv) lead exhibited noise. No intervention was performed, and the patient was stable.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead delivered inappropriate shock due to noise oversensing. It was also noted that the rv lead had a low defibrillation impedance and failed to deliver shock. No intervention was performed, and the patient's status was unknown.